Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 1 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient could not locate the leak but confirmed that the cycler set cassette was wet. The patient was advised to discontinue the use of their cycler and a new cycler was issued. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information was requested, however to date a response has not been received. It was not reported during the initial call that the patient experienced any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was not returned for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.